Event description:
It was reported that on or about (B)(6) 2007, a monarc subfascial hammock was implanted. It was alleged by the attorney for the plaintiff that the plaintiff "has suffered/will continued to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or other damages, as a result of the implantation of the pelvic mesh product."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.